Event description:
Saline breast implants performed by dr (B)(6) in (B)(6) who was sued by hundreds and complaints from thousands of women and settled the case, but is testifying against allergan for defective implants. I was not in lawsuit but I've been so sick for 10 years and need specialist to do enbloc procedure to explant my toxic bags. They have caused several life-threatening bacterial, viral and fungal infections, hospitalized multiple times, septic, cdiff, (B)(6). A baumannii, (B)(6), etc. Klebsiella pneumonia spread to tooth and had several oral extractions and 3 sinus surgeries after a failed root canal. My immune system is so weak. I have 2 capsular contractures in left and right implant, lumps, armpit pain, rock-hard implants and significant swelling in breast area and all over body, gi issues, terrible brain fog, severe depression, chronic pain and fatigue, hair loss, chronic skin infections, dental infections, eye infections and too many to list. It's unbelievable and criminal that I can't afford to get explant and the dr who did surgery is still practicing and knows info about defective implants. I've had so many tests and issues that it's overwhelming. Mystery illness that's now been diagnosed as bii, breast implant illness. FDA safety report ID# (B)(4).